Manufacturer narrative:
H11: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (component code, investigation findings, investigation conclusions). Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. The most likely cause is operational context/ procedural factors, including small root for the bsa, pannus formation and that the valve initially implanted was inadequate with regard to the patient's anatomy. The device is not available for evaluation as attempts were made to retrieve the device, but no device was returned. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected sections h6 (device code, type of investigation).

Event description:
It was learned through implant patient registry and through medical records that a patient with a 19mm 11500a aortic valve was explanted after an implant duration of 2 years, 3 months due to stenosis and patient-prosthesis mismatch. The patient presented with worsening dyspnea on exertion. The explanted valve was replaced with a 23mm 11500a valve. The patient was discharged pod #6. Per medical records, the patient presented with worsening dyspnea upon exertion. Echo demonstrated a mean gradient of 50mmhg. Redo avr was performed using a 23mm 11500a inspiris resilia aortic valve. The previously implanted valve was excised, and the surgeon noticed significant pannus underneath the valve with was causing narrowing of the left ventricular outflow tract. The pannus was excised, and the annulus was sized to 19mm. The surgeon decided to proceed with annular enlargement with a y incision. A 23 mm 11500a inspiris resilia aortic valve was implanted. Patient was weaned from cardiopulmonary bypass without difficulty. The patient was discharged from the hospital on pod #6. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b5, b7, h6 (clinical code, device code). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Corrected section h6 (type of investigation).

Event description:
It was learned through implant patient registry that a patient with a 19mm 11500a aortic valve was explanted after an implant duration of 2 years, 3 months due to unknown reasons. The explanted valve was replaced with a 23mm 11500a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.